Event description:
It was reported that the implantable pulse generator migrated at the pocket site. The patient stated device was uncomfortable and unable to providing stimulation for six months. The device was explanted. There were no complications during the procedure. Patient was stable.